Event description:
A customer reported the top console of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The philips service engineer repaired the system by cleaning the solenoid assembly and the system has been returned to use. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
The investigation was unable to determine the root cause as the issue could not be reproduced and no parts were returned for further evaluation. The service engineer addressed the customer¿s immediate concerns by cleaning the solenoid assembly. The system has returned to service with no similar issues reported.